Manufacturer narrative:
The information contained herein is based on the information provided by the initial reporter and product evaluation of sealed samples from the same lot number. The device involved in this incident was not returned for evaluation and investigation. However, sealed samples were returned from the customer of the same lot number. The pumps were filed with normal saline solution to the reported fill volume of 100ml for testing. When the pinch clamp was opened, the pumps infused. Flow rate accuracy testing was performed and determined that the flow rates were within specification. No determination could be made as to why the actual pump appeared to flow fast. The device history record was reviewed for the lot and all manufacturing operations were found to be within specification. No adverse event occurred at the time of the initial report. A review of the lot history found no other complaints for fast flow for the reported lot. If additional information that is pertinent to this event becomes available, I-flow will submit a follow-up report.

Event description:
Flow rate too fast. It was reported that the pump infused in 24 hours instead of 48 hours. No patient adverse event occurred.